Event description:
Customer reportedly obtained results of 71 mg/dl, 121 mg/dl, 132 mg/dl, and 128 mg/dl on the advantage sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.